Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe due to monopolar issues. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the erbe.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical support engineer (tse) to report that the integrated electrosurgical unit (iesu) or erbe did not have monopolar energy. The customer changed the socket from 4th to 3rd, and it worked intermittently. The customer power cycled the erbe, but the issue persisted. Tse checked logs and found numerous erbe related errors. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe was analyzed and the customer reported complaint was confirmed and replicated. A review of the logs confirmed that the issue occurred in the field. Upon visual inspection no issues were found that would be related to the reported event. The unit will be sent to an original equipment manufacturer for further investigation. The probable root cause of error m-02 is attributed to a faulty component of the erbe generator. M-02 errors indicate a module timeout issue and, therefore, the activation was interrupted.

Event description:
Refer to h11 for follow-up information.